Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). It was determined that a report was submitted in error. Customer advocacy. Complaint is not reportable per (B)(4).

Event description:
After submission of the initial MDR product was received on 8/9/2025. It was determined this complaint is not reportable per (B)(4).